Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laser system's fiber broke "due to too much strain" resulting in flame. This was noted during a combined percutaneous nephrolithotomy (pnl) and ureteroscopy (urs) procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: e4, h2, h6, h7, h9. Corrected fields: h6 (clinical and impact code). The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.